Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent multiple cartridge alarms occurred. One cartridge was cracked. Contact changed the cartridges to resolve the issue. Customer's blood glucose was 324 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarms were verified in the pump logs; however, no failure was identified. Damaged cartridge was not returned for investigation.